Manufacturer narrative:
Device evaluated by MFR.: only the rotalink catheter was returned. Visual examination of the device identified no damage. A connect/disconnect test and tug test were performed using a control advancer to examine the integrity of the connection. No issues were noted with the unit's handshake connector. A microscopic examination of the burr identified a damaged annulus. A control guide wire could not be loaded through the burr of the catheter as a result of the annulus damage. The damage to the burr is consistent with the burr coming into contact with the wire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was further reported that the nitrogen pressure was set at 8-9atms and the rotational speed of the burr was 200,000rpm's. The burr was maintained in one position but came in contact with the guide wire spring tip while rotating and the guide wire broke into two pieces at the proximal end of the guide wire.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MFR #: 2134265-2011-00027. It was reported that during preparation for a rotational atherectomy treatment procedure, a guide wire fracture occurred. The 85% stenosed, 2.0mm x 13mm target lesion was located in the left anterior descending (lad) artery. During platforming of the 1.5mm rotalink burr outside of the body, the nitrogen pressure was set too high and the 'burr broke the rotawire guide wire.' The procedure was completed with another rotalink burr and rotawire guide wire. No patient complications were reported and the patient's status is stable.